Event description:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') and adenomyosis ('adenomyosis') in a (B)(6) female patient who had essure ((B)(4)) inserted. The patient's medical history included multi gravida, parity 4 and (B)(6) (bmi (B)(4)). Concurrent conditions included pancreatitis recurrent, gastroesophageal reflux disease and palsy bells. In 2005, the patient had essure ((B)(4)) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal supra-cervical hysterectomy and bilateral oophorectomy on (B)(6) 2020 and hysterectomy). Essure ((B)(4)) was removed on (B)(6) 2020. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure ((B)(4)). The reporter commented: essure was removal due to medical reason, medically necessary, it was performed due adenomypsis and chronic pelvic pain, secondary to another gynaecological surgery hysterectomy for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Magnetic resonance imaging abdominal on an unknown date: showed adenomyosis.. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') and adenomyosis ('adenomyosis') in a 45-year-old female patient who had essure (ess205) inserted. The patient's medical history included multi gravida, parity 4 and obesity (bmi 36.139). Concurrent conditions included pancreatitis recurrent, gastroesophageal reflux disease and palsy bells. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal - supra-cervical hysterectomy and bilateral oophorectomy on (B)(6) 2020 and hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure (ess205). The reporter commented: essure was removal due to medical reason, medically necessary, it was performed due adenomypsis and chronic pelvic pain, secondary to another gynaecological surgery, hysterectomy for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Magnetic resonance imaging abdominal - on an unknown date: showed adenomyosis.. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 17-jan-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a health professional and describes the occurrence of pelvic pain ('chronic pelvic pain') and adenomyosis ('adenomyosis') in a 45-year-old female patient who had essure (ess205) inserted. The patient's medical history included multi gravida, parity 4 and obesity (bmi 36.139). Concurrent conditions included pancreatitis recurrent, gastroesophageal reflux disease and palsy bells. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion intervention required) and adenomyosis (seriousness criterion medically significant). The patient was treated with surgery (essure removal - supra-cervical hysterectomy and bilateral oophorectomy on (B)(6) 2020 and hysterectomy). Essure (ess205) was removed on (B)(6) 2020. At the time of the report, the pelvic pain and adenomyosis outcome was unknown. The reporter considered adenomyosis and pelvic pain to be related to essure (ess205). The reporter commented: essure was removal due to medical reason, medically necessary, it was performed due adenomypsis and chronic pelvic pain, secondary to another gynaecological surgery, hysterectomy for adenomyosis. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 36.1 kg/sqm. Magnetic resonance imaging abdominal - on an unknown date: showed adenomyosis.. Quality-safety evaluation of ptc: the investigation of the sample could not confirm any quality defect. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. Most recent follow-up information incorporated above includes: on 16-feb-2022: quality safety evaluation of ptc. We received a returned sample in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.